Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump and the pistol did not stop when priming, after inserting a new reservoir. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to missing motor support disk. No motor error alarm noted. The motor passed motor test. The insulin pump received with cracked reservoir tube lip, cracked reservoir tube window, minor scratches on display window, and missing end cap sticker noted.